Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1181907) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving a reading of 385 mg/dl on his adc meter that was higher than he felt. Customer further reported having a loss of consciousness as a result of "overmedicat(ing) himself" with insulin in response to this "high reading" of 385 mg/dl. Customer noted that he "could not remember the exact date and time" when the reading was obtained and medical event occurred, but stated that it "might have been in (B)(6)". It is unknown whether customer self-treated or not because customer stated that he "could not remember what he did after losing consciousness". There is no other information available, however it was further reported that customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the exact date of the medical event is unknown, it was reported by the customer that it occurred in (B)(6). (B)(4).